Manufacturer narrative:
The device was evaluated by a zoll field representative at the customer's facility. The CPR adaptor was sent to zoll medical corporation for evaluation. The reported incident was confirmed to be related to the CPR adaptor. A replacement CPR adaptor will be sent to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a 98-year-old female patient in cardiac arrest, the device was unable to obtain an ECG signal via CPR stat pads. Complainant indicated that the patient subsequently expired.